Manufacturer narrative:
The account stated that a screw that had come loose in the side rail so the account replaced the side rail screw to resolve the issue.

Event description:
The account alleged the side rail will not stay latched. No pt impact.